Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional information received reported the device was implanted in (B)(6) 2016. The device was initially set to 1.0 (confirmed by x-ray), but was then dialed down to 0.5 (not confirmed by x-ray) in (B)(6). Towards the end of (B)(6) 2017, the setting was increased to 1.0 (not confirmed by x-ray). According to the report, the patient came to the clinic in (B)(6) with enlarged ventricles. An x-ray showed the setting to be between 0.5 and 2.5. The valve was reset to 1.0 and this was confirmed via x-ray. Reportedly, the patient had underwent multiple mris, 3 in (B)(6) 2016, and then 1 in each (B)(6) 2017. It was added the valve had been bathed in vancomycin prior to implant. The patient was last seen in (B)(6) and they were doing well. Device and patient information provided. Patent and device coding updated.

Event description:
Additional information received reported the device was implanted in (B)(6) 2016. The device was initially set to 1.0 (confirmed by x-ray), but was then dialed down to 0.5 (not confirmed by x-ray) in (B)(6). Towards (B)(6) 2017, the setting was increased to 1.0 (not confirmed by x-ray). According to the report, the patient came to the clinic in (B)(6) with enlarged ventricles. An x-ray showed the setting to be between 0.5 and 2.5. The valve was reset to 1.0 and this was confirmed via x-ray. Reportedly, the patient had underwent multiple mris, 3 in (B)(6) 2016, and then 1 in each (B)(6) 2017. It was added the valve had been bathed in vancomycin prior to implant. The patient was last seen in (B)(6) and they were doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the physician was concerned that the patient's device was in between settings.